Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex code was not working. A technical support specialist remoted into the machine and asked the user to recreate the issue, confirmed that the medication was not appearing on their screen, then checked cubie admin and saw that the medication was available there, and asked the user to verify it physically. Customer confirmed that the medication was present in the drawer. When attempting to issue the medication, staff contacted pharmacy technician for assistance. The tss checked the override access levels for both, both were set to general. Because this medication requires a higher override access level, the user needed to notify the pharmacy. The issue was likely caused by the users access level being lower than the medications required level, preventing it from being issued to the patient. Based on our earlier interactions, tss noted that the medication had been added to the profile. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank main the user received the cubex code, 40361693 but when tried to issue the lorazepam 0.5mg tablet and ativan 0.5mg to the patient the medication was not shown on the patient profile at all. When user tried to add items, the medication could not be found. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.